Event description:
The conductive adhesive pad has poor bonding between the gel and the pad. As a result, there is poor contact between the pt and the pad. At times the entire pad would adhere to the pt making removal very difficult. Concerns were that because of poor skin contact that an electrosurgical burn or poor electrosurgical performance would occur. All of the adhesive pads have been returned to the MFR.